Event description:
It was reported that during pre-implant testing, interrogation of this pacemaker found the device to be in safety mode. Prematuer battery depletion was suspected. The device was not used; the implant procedure was cancelled before the patient was sedated and will be rescheduled at a later date. No adverse patient effects were reported. The device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.